Event description:
It was reported, that the patient presented to the clinic for follow up. Device interrogation revealed, the right ventricle (rv) lead exhibited high capture thresholds. The lead was capped and replaced on (B)(6) 2023. The patient was in stable condition prior, intra and post procedure. No additional information could be obtained.